Event description:
The customer reported the ventilator went vent inop. The customer reported the device was not in use therefore there was no patient involvement or harm. Review of the device diagnostic log history indicated +-24/12 volt power failure occurences during operation. Upon evaluation, the manufacturers field service engineer reported the unit would power on via ac power but not backup battery power. The service engineer reported the battery would not charge. The service engineer replaced the backup battery to address the finding. Applicable final testing was performed and passed to operating specifications.